Manufacturer narrative:
(B)(4). Follow up. It was reported there is a tiny pin hole in the side part of the hub. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show two needle assemblies with no packaging blisters or plastic shields. One needle assembly is placed ninety degrees opposite the other needle with the needle from one placed over the needle hub other. No other information could be obtained from the photo. A device history record review was completed for provided material number 305127, lot 3209587. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the actual sample analysis a probable root cause could not be offered.

Event description:
Additional information received. Yes, there is patient impact. The leak does not allow the full does of local anesthetic to be given during the numbing process for injection therapy. The forces between the syringe and the insertion into the skin cause the local to eject from the leak location, delivering only minimal numbing to the area. Material#: 305127. Lot#: 3209587. It was reported by the customer reported that we are having issues with a bunch of our 25g 1.5¿ hypodermic needles. More often than not there is a tiny pin hole in the side (blue plastic) part of the hub. It is not around where the needle attaches but the blue part itself. We have quite a few cases of these and were wondering if there is anything that can be done about this. Verbatim: we are having issues with a bunch of our 25g 1.5¿ hypodermic needles. More often than not there is a tiny pin hole in the side (blue plastic) part of the hub. It is not around where the needle attaches but the blue part itself. We have quite a few cases of these and were wondering if there is anything that can be done about this.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305127 lot#: 3209587 it was reported by the customer reported that we are having issues with a bunch of our 25g 1.5¿ hypodermic needles. More often than not there is a tiny pin hole in the side (blue plastic) part of the hub. It is not around where the needle attaches but the blue part itself. We have quite a few cases of these and were wondering if there is anything that can be done about this. Verbatim: we are having issues with a bunch of our 25g 1.5¿ hypodermic needles. More often than not there is a tiny pin hole in the side (blue plastic) part of the hub. It is not around where the needle attaches but the blue part itself. We have quite a few cases of these and were wondering if there is anything that can be done about this.